Event description:
It was reported that pump experienced malfunction alarm malf 12 and then shut down, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, and tandem technical support arranged replacement pump.